Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 525 mg/dl; cause was unknown. Customer delivered a correction bolus via the pump and drank water to address bg. Customer declined to further troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.